Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water channels, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the light cover glasses were chipped, the light cover glasses adhesive was worn, optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the control body aspiration housing colored ring was worn, the control body air/water housing colored ring was worn, the illumination was uneven, the up, down and right angles were not to specification, the water flow was not to specification and the water removal was not to specification. The customer manually cleaned, disinfected, and sterilized the device before returning it to olympus however the device did not pass the automated endoscope reprocesser (aer) at the last minute. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited contamination in the air/water channel. There were no reports of patient involvement.